Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the screen on the insulin pump was faded when the customer woke up and the display could not be read. Blood glucose value was 109 mg/dl. The device was not dropped nor bumped. The customer changed the battery and the display did not return to normal. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The pump passed the self test and had no missing segments or display anomaly. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.